Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to put the pump into storage mode before returning it and acknowledged understanding. They planned to continue using the current pump and were provided a pre-paid label to return the problematic pump within ten days.